Manufacturer narrative:
Additional informaton: b5. Corrected information: h6.

Event description:
Per follow up phone call with the rep the physician was unsure of the cause of the pericardial effusion. After attempting to cross using rf the guidewire was advanced but did not appear to cross the septum. The patient began to cough and experience shortness of breath. At this point, it was noted via ice that the guidewire seemed to be in the left atrium. The guidewire was pulled back and a small effusion was seen. Protamine was quickly administered and the procedure was stopped. There was no drop in the patient's blood pressure, and a pericardial tap was not required. The patient remained stable with normal vital signs upon leaving the procedure room and was admitted to the hospital for overnight observation without further complications. It was also noted that there were issues with ice visualization throughout the procedure, which complicated an already difficult puncture.

Manufacturer narrative:
The device in question was discarded and is unavailable or investigation. Pericardial effusion is a potential clinical risk associated with the acqcross device, which is the same as the risk of a procedure performed with similar, competitive devices. Pending follow-up from the representative to clarify the reported event. A supplemental report will be submitted when information is received.

Event description:
It was reported that during a cryo ablation procedure, it was difficult to cross the septum using the integrated needle/dilator. Two attempts were made to cross the septum, and then the physician switched to using radiofrequency (rf) instead, without resolution. The sheath and the integrated needle/dilator system were removed. The 0.032 amplatz guidewire remained in and when advanced, it entered into the left atrium. After the first rf attempt the patient started to excessively cough and complained of shortness of breath. The guidewire was removed and ice imaging showed a small effusion. Protamine was administered. The patient was stable with normal vitals when leaving the operating room. The patient was admitted overnight for observation. No further patient complications have been reported as a result of this event.